Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported unspecified tissue injury (no treatment) associated with the stretching of the anterior leaflet appears to be due to the clip interacting with patient pathology/ morphology. The cause of the reported migration (partial clip movement) associated with the uncertain clip stability could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report partial clip movement and tissue injury. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+ and a prolapsed posterior leaflet (p/2). A mitraclip xtw was implanted in the center of a2/p2 without issue. A mitraclip xt was then implanted due to a remaining prolapse on the lateral side. However, after about 5 minutes, the mr worsened. It was noted that the first clip had stretched the anterior mitral leaflet (aml), and the clip lost stability on the leaflet. To control the movement of the first clip, another mitraclip xtw was then implanted medial to the first clip. The procedure was completed with three clips implanted. The mr was reduced to grade 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.